Event description:
Clinical study. Same case as 6000089-2006-01156. It was reported that 223 days after a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 3.5mm, 70% stenosed, mildly calcified and mildly tortuous, 12mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 70% stenosed, mildly calcified and mildly tortuous, 12mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion express2 8.8% 3.50x16mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged 2 days later on plavix and aspirin. Two hundred twenty-three days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was pneumonia and the target vessel was not related to the pt's death.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis it is not possible to determine the root cause of the difficulties experienced with this complaint incident.